Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexpected high blood glucose level of 405 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. Caller stated customer stated that he thought insulin did not work for him anymore. Caller stated that they pushed "on" and another unverified screen appeared at which time the customer started experiencing low blood glucose levels. The customer did not troubleshoot the issue over the phone. The customer did not return the product back for analysis.